Event description:
The account contacted an abbott customer technical advocate (cta) regarding erratic results being generated by their cell-dyn 1700 cs analyzer in closed mode. A patient sample generated an initial hemoglobin result of 8.2 g/dl and when repeated, yielded a hemoglobin of 13.4 g/dl. No flags were generated by the instrument for the hemoglobin parameter except for an "l" indicating that the 8.2 g/dl was outside the established regerence range. No impact to patient management was reported.